Event description:
The account alleged the bed exit alarm would activate, but no alarm was sent to the master station. No patient impact.

Manufacturer narrative:
The account found the communication cable was not connected to the system. The account connected the communication cable to resolve the issue.